Manufacturer narrative:
(B)(4)

Event description:
A pt underwent a catheter revision following a fall which had caused the pt to feel an increase of pain. The pt had developed a seroma around the pump which was located in the left abdominal area. The seroma was noted as being drained twice, with one/both of the draining procedures occurring on (B)(6)2010. Prior to the lead revision, the pt's dose was reduced to 1.5 mg/day of dilaudid (25mg/ml) and 0.0882 mg/day of bupivicaine (14.7 mg/ml). A fluoro test on (B)(6)2010, revealed that the catheter had moved out of the spine and was sitting in the tissue. It was noted that part of the catheter was removed, but the tunnel section was left in place due to difficulty with locating the catheter. A new catheter was placed, and was double anchored using v-wing anchors. Good cerebral spinal fluid flow was noted as being at every step of the implant. The pump pocket was opened, and was found to have had a hematoma present. A small area of white drainage was present, and a sample taken to determine a culture. The surrounding tissue was excised. The rest of the tissue was noted as being pink, without any other signs of infection. Antibiotics were given during the procedure. The pt stayed at the hospital overnight for observation, and was noted as doing well. No further signs/symptoms of infection had occurred. Additional info has been requested, and will be provided in a follow-up report as it becomes available.